Manufacturer narrative:
Dead battery.

Event description:
It was reported that the patient experienced no stimulation following a laparoscopic medical procedure. The company representative confirmed that ever since the patient's emergency bowel procedure, her device would not turn on. Trouble shooting was performed in different rooms with no effect. The healthcare provider told the patient that the battery was dead. Further information is being requested from the hcp.